Manufacturer narrative:
(B)(4). Date sent:(B)(6)2020. D4: batch # t40l6k investigation summary the b11lt device was returned with the tip of the sleeve cracked/broken. An analysis was performed and the results determined that there was no evidence of the lens material being defective. The elongation and tearing of the cannula demonstrate ductile behavior and do not suggest that the material is brittle nor that there is a material defect that contributed to the damage. There were no secondary cracks observed. This type of damage could have been caused by the user applying excessive force and/or torque to the device during use and insertion of the trocar. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet complete.

Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Additional information was requested and the following was received: what is the patient¿s bmi? Unknown. What device was in the trocar when the trocar broke? Unknown. Was there any torqueing that took place when the device broke? Unknown. What anatomic position was device in when it broke? Unknown.

Event description:
It was reported that during a laparoscopic cholecystectomy, the distal end of the trocar sleeve broke in the patient. The doctor was able to visually retrieve one piece from the abdomen but couldn't find the other piece, deciding to leave the other piece in the patient. The piece remaining was intra-abdominal and the trocar was not a reprocessed trocar. The doctor was able to complete the procedure using the existing trocar. The procedure and post-op care of patient was not altered in any way due to the retained trocar piece. There were no other patient consequences reported and the patient is ok.